Event description:
It was reported that a small volume intermate had black particulate matter in an unspecified location in the housing. The reporter stated the particles were on the balloon and/or inside the bottle. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 5 of 6.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 17, 2013 to january 18, 2013. Evaluation summary: the actual device was evaluated. Visual and microscopic inspections were performed and revealed no evidence of particulate matter either on the balloon or inside the bottle. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.